Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 with high blood glucose of 1200 mg/dl. The customer was admitted into the intensive care unit and treated with an insulin drip. The cause of the hospitalization was diabetic ketoacidosis. It was reported the customer treated with 10 units of insulin four times with a manual injection. The customer's current blood glucose was 170 mg/dl. The customer also reported exposing the insulin pump to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement test and dat at 0.08460 inches. No cracks on the reservoir compartment noted. Insulin pump received with scratched case on the reservoir compartment noted. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection.